Manufacturer narrative:
Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Customer declined troubleshooting with tandem technical support and declined to provide further information. There was no reported adverse impact to the customer¿s blood glucose level.